Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon used(5) 512sd's that leaked carbon dioxide, (3) 1seals that leaked carbon dioxide and (3) ms512's that did not stay locked. All were replaced. There was no consequence to the pt.